Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Root cause: the probable cause of the reported concern about the software rounding up patient weight in pump library was not identified during the customer call. However, there was no sufficient sample to address the issue.

Event description:
It was reported that the weight-based dosing for high-risk medication, heparin, had rounded the weight up (by 2 decimal points), forcing the nurse to make a manual adjustment to the infusion rate to get the correct dose. It was noted that the device was programmed manually via guardrails. Also the heparin was ordered for 16units/kg/hr with a volume to be infused of 250ml. There was patient involvement but the outcome is unknown.